Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleged the patient suffered elevated blood metal levels as a result of the implanted asr hip. On (B)(6) 2012 - sales rep reported revision surgery on right hip due to pain and elevated ion levels. X-rays and part/lot were received. On (B)(6) 2013 - patients operative records were received. No new information that would change the existing MDR decision for the left hip. Part/lot information was updated for the left hip. Operative records for the right hip indicate upon revision yellow/metallic fluid,corrosion, and pseudotumor were found in the hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).